Event description:
Description of reported event: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that he was getting an allergic reaction to the micropore surgical tape paper tape. The patient stated it causes itchiness on skin after using it consecutively for multiple days. The patient involvement is unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).